Event description:
This pi for the left knee - impending revision march 9, 2023 as reported by the patient:: right knee: (B)(6) 2018: primary right knee stryker implant (B)(6) 2019: revision, right knee, stryker implant - reason unknown possible second revision of the right knee, date to determine reason unknown (B)(6) 2023: daughter confirmed that right knee revision will be in 2-3 months. The surgeon would like to minimize the risk of blood clots by waiting to do the revision. Left knee: (B)(6) 2020:primary left knee stryker implant (B)(6) 2022: patient reports pain, a bone scan was performed (B)(6) 2023: dr confirmed that her implants ¿fell apart.¿ left knee revision required, revision scheduled for 9 march 2023. Daughter is not sure if that is even possible implants falling apart and would like it investigated. (B)(6) 2023: daughter confirmed her mother had revision surgery of the left knee on (B)(6) 2023 and she is currently experiencing increased pain since the procedure. Daughter stated her mother's quality life has diminished since the multiple revisions. Update per op report: patient was revised on (B)(6) 2023 due to pain and loosening.

Manufacturer narrative:
Reported event: an event regarding pain involving simplex hv cement mix was reported. The event relates to product supplied by an OEM. Conclusions: the reported device is an OEM product. OEM supplier investigation results ref # rm2023/057. Immediate action: check of batch documentation and retain sample. No deviations. Root cause: revision can be caused by product, patient or user specific reasons. Final risk assessment: to exclude a product specific cause, the batch documentation and a retain test were checked, no deviations were detected. A user or patient or hospital specific cause is possible. Corrective action/preventive action: no action is required by stryker at this time as the investigation for this event is performed by the OEM.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
This pi for the left knee - impending revision (B)(6) 2023. As reported by the patient:: right knee: (B)(6) 2018: primary right knee stryker implant. (B)(6) 2019: revision, right knee, stryker implant - reason unknown. Possible second revision of the right knee, date to determine -reason unknown. (B)(6) 2023: daughter confirmed that right knee revision will be in 2-3 months. The surgeon would like to minimize the risk of blood clots by waiting to do the revision. Left knee: (B)(6) 2020:primary left knee stryker implant. (B)(6) 2022: patient reports pain, a bone scan was performed. (B)(6) 2023: dr confirmed that her implants ¿fell apart.¿ left knee revision required, revision scheduled for (B)(6) 2023. Daughter is not sure if that is even possible implants falling apart and would like it investigated. (B)(6) 2023: daughter confirmed her mother had revision surgery of the left knee on (B)(6) 2023 and she is currently experiencing increased pain since the procedure. Daughter stated her mother's quality life has diminished since the multiple revisions. Update per op report: patient was revised on (B)(6) 2023 due to pain and loosening.